Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot-switch, image intensifier, high voltage cable, and the rotational handle were replaced during the svc call. The system was tested and found to working as intended, and put back into svc.

Event description:
It was discovered during a pm that the 9600 system had poor image quality. The high voltage was damaged. The rotational handle was broken, and the foot-switch was damaged. No pt injury was reported.